Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to pacing not delivered when required, noise, high impedances and oversensing due to clavicular crush. This lead was successfully replaced. No additional adverse patient effects were reported.